Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient. It was reported that the patient was packing boxes the day prior to the report and was doing a lot of bending and twisting. The patient was feeling stimulation around 1.5-2 until the day prior to the report, but their back started hurting so they turned the intensity up, and never felt stimulation. It was noted that at the patient¿s post-op appointment they only felt paresthesia at high amplitudes or pressure in their back, not down their legs. The rep stated that a follow-up picture was taken, which showed that the patient¿s lead had migrated down and out of their epidural space. It was noted that revision surgery is planned but has not been scheduled at this time. No further complications were reported or anticipated.